Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause and treatment for the event were not reported. It was not reported if the patient was hospitalized for the event. At the time of this report, patient outcome and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
Additional information: it was reported during follow up that the cause of the peritonitis event was a breach in aseptic technique that was manifested by abdominal pain, diarrhea and on and off fever. The breach in aseptic technique was further described as the patient did not wear the mask correctly. The patient was hospitalized for the event and was treated with fortaz and vancomycin (both intraperitoneal, doses, frequencies and durations were not reported). Dianeal therapy was ongoing. Antibiotic was discontinued after twenty-one days. At the time of this report, the patient has recovered. It was reported that the patient was retrained on the proper aseptic technique. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.